Event description:
This complaint consists of THT Registry data from Japan. The data did not contain lot number, Unique Device Identifier (UDI). The information was obtained through the registry, no further details have become available for this event.It was reported through the THT registry from Japan that on (b)(6) 2026, a 25mm Navitor Vision Valve was implanted. The patient had a history of very severe aortic stenosis and left ventricular outflow tract obstruction. After the TAVI procedure, the patient returned to the room and subsequently experienced a delice in consciousness level, requiring cardiopulmonary resuscitation. The physician's assessment was that the valve had relieved the aortic stenosis, after which symptoms attributable to suicide left ventricle and LVOTO were noted. While in the performing CPR under ECMO support, bleeding from the internal thoracic artery occurred. As a result of the bleeding, the effectiveness of ECMO was compromised and the patient passed away.

Event description:
THIS COMPLAINT CONSISTS OF THT REGISTRY DATA FROM JAPAN. THE DATA DID NOT CONTAIN LOT NUMBER, UNIQUE DEVICE IDENTIFIER (UDI). THE INFORMATION WAS OBTAINED THROUGH THE REGISTRY, NO FURTHER DETAILS HAVE BECOME AVAILABLE FOR THIS EVENT. IT WAS REPORTED THROUGH THE THT REGISTRY FROM JAPAN THAT ON (B)(6) 2026, A 25MM NAVITOR VISION VALVE WAS IMPLANTED. A BLEEDING EVENT OCCURRED, LEADING THE DEATH OF THE PATIENT.

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Manufacturer narrative:
An event of fainting, bleeding, heart failure, and death were reported. A returned device assessment could not be performed as the device remains implanted. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information and Medical review, the death is attributed to heart failure decompensation and is not considered related to a Navitor device malfunction or a device-related issue. The reported unexpected medical intervention was a result of case specific circumstances, as CPR was performed. No new hazards or harms were identified that would alter the current benefit¿risk profile. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Therefore, no remedial action is required at this time.